Event description:
Additional information was received. Currently, for additions actions / interventions, they are watching and following up. The resistance was measured again, it has become a normal value. Normal for all electrodes. The issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c190 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead g2. Foreign: japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c190 serial# (B)(6) implanted: (B)(6) 2023 product type lead. G2 country: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high impedance value of 40000 ohms was measured with electrode #4 when the implantable neurostimulator (ins) and lead connection was checked. The ins and lead were then reconnected several times in an effort to troubleshoot the issue; however, there was no improvement. The implant procedure was continued ¿while discussing the possibility of the plate floating and the possibility of air contamination.¿ it was stated that after some time, the impedances were measured again and all were ¿normal.¿ the incision was then closed and another measurement was performed, at which time ¿only the #10 electrode showed a high value¿ of 40000 ohms. It was stated that ¿unstable high impedances of some electrodes appeared.¿ it was stated that ¿air ingress into the epidural space¿ or ¿air movement under the plate¿ may have led or contributed to the issue. The issue remained unresolved at the time of report. No further actions were taken to address the issue. There were no surgical interventions planned or performed and the chronic pain patient was alive with no health damage at the time of report. No complications were reported or anticipated.